Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had a ¿back fusion¿ surgery on (B)(6) 2014. It was reported the patient had trouble controlling their urine. It was noted the patient had to go more frequently, similar to prior to implant. It was reported the symptoms started two to three weeks after the back surgery. It was noted the surgery was not related to the device and was on the opposite side of the body from the device. It was reported the patient¿s device was on. It was reported the patient¿s lead had disconnected. It was noted the patient had a CT scan of their chest on (B)(6) 2012. It was reported the patient did not require hospitalization and had non-serious injury or illness. It was noted the patient¿s device was off during prior report. It was reported the patient had an appointment scheduled with their healthcare provider for (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported clarified there was nothing in the dictation about a disconnected lead. It was believed to be an error when reporting previously. It was stated the device had been turned off for the surgery. At the follow up appointment on (B)(6) 2014, the patient was complaining of urinary frequency. The device had been off prior to the patient coming in for the appointment. The device was turned back on during the appointment. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v867753, implanted: (B)(6) 2012, product type: lead. (B)(4).